Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited foreign objects found inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Added additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the remaining foreign material could not be determined. Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing. The suggested event can be detected / prevented according to the methods for procedure in line with the instructions for use (IFU )below: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 "preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)describes the methods for prevention. Olympus will continue to monitor field performance for this device.